Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pyxis not communicating. A field service engineer adjusted the ip address to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a pyxis not communicating. The customer indicated that they have access to medication at other locations. There were no adverse events or injuries reported based on this event.